Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high atrial capture thresholds. When the lead tested normal, the pulse generator was replaced.